Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer battery did not work. It was indicated that the battery would not charge and that the programmer would shut down after about fifteen minutes with the provided battery and power supply. The battery was replaced and the programmer passed final functional and system tests. Failure analysis was performed on the battery. Visual inspection revealed no anomalies. Bench analysis found no light-emitting diode (led) indications and when the battery was inserted into an operating programmer the charge led flashes. Battery analysis indicated a permanent battery failure. Conclusion: confirmed the reported event, battery pack failure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's battery did not work and the programmer would not consistently power up. The programmer was returned for service. No patient complications have been reported as a result of this event.